Event description:
The customer noticed a burning odor coming from the architect c4000 analyzer on (B)(6) 2015. Smoke was observed coming from the back of the analyzer. Abbott customer support instructed the customer to power off the analyzer and field service was dispatched. Field service disassembled the main power supply and observed evidence of smoke, an electrical short and scorched cables. No fire or injury was reported.

Manufacturer narrative:
Field service observed rodent excrement and holes in the ict reference tubing while inspecting the c4000 analyzer. Field service determined that liquid leaking from holes in the ict reference pump tubing reached the main power supply causing the electrical shorting and smoke. The issue was resolved by replacing the power supply and ict reference tubing, reseating cables and electronic boards. A review of the c401109 service history verified that this is the only complaint involving smoking or burning odors and no subsequent reports related to smoking or burning odor have been received since field service replaced the main power supply. Review of historical complaint data did not identify any trends or issues. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. The architect system operations manual provides labeling with regard to electrical hazards, emergency shutdown, and operator responsibility. A specific cause for the holes found in the ict reference pump tubing was not identified. However, the possibility of rodent damage cannot be ruled out based on the presence of rodent excrement. The complaint information does not reasonably suggest that a malfunction caused the main power supply to short and smoke. Based on the investigation performed, a deficiency was not identified. (B)(4).